Event description:
Customer called to report a pod that he was not sure was delivering insulin overnight. He stated that he woke in the middle of the night with a bg of high. Customer did not receive any alarms or alerts before hand. As a result, the customer removed the pod and placed a new pod where the bg resumed a normal range. Customer stated the cannula looked fine when he removed the pod. No further information reported.

Manufacturer narrative:
The evaluation indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.